Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that the user experienced difficulties when ordering oral liquid doses, medication appeared in mg/kg instead of a simplified dose, which caused it to be grayed out on the station. A technical support specialist (tss) identified that the customer needed to verify the dosage form after reviewing the pharmacy formulary details. The case remained pending while the customer conducted internal testing. After completing their review, the customer provided approval to close the case.

Event description:
It was reported that when using the bd pyxis¿ es server, problems had occurred when ordering oral liquid doses, medication had appeared in the pyxis system as a weight-based dose (mg/kg) rather than a simplified or fixed dose, which resulted in the item being grayed out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, problems had occurred when ordering oral liquid doses, medication had appeared in the pyxis system as a weight-based dose (mg/kg) rather than a simplified or fixed dose, which resulted in the item being grayed out. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.